Event description:
Patient's parent contacted dexcom to report a glucose reading error.

Manufacturer narrative:
Parent of patient reported a glucose reading error. The patient is very lean. The patch stuck well. Nothing rubbed on the transmitter. Parents used alcohol to clean the transmitter and site. No acetaminophen ingested. Patient's parents pinch the skin while inserting the sensor. There was a bit of scar tissue. There was no moisture exposure. No additional information at the this time.